Manufacturer narrative:
A clinical investigation was performed. During a follow-up call, the pd nurse stated that the pd catheter was removed due to a bio film growth in the catheter and continued poor ultra-filtration. The patient continues therapy with in-center hemodialysis. Per the fmc associate medical director, peritonitis is still the most common complication of peritoneal dialysis. Onset of peritonitis was noted after disconnected from the cycler and not capping the pd catheter and using the bathroom. This peritonitis event predates the reported cycler problems. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. A simulated treatment was performed and there was no noted problems or failure. The system air leak test, the valve actuation, and mushroom head checks passed. A visual inspection was performed and dried fluid was noted inside the cassette door. Further evaluation found no device malfunctions that would have caused the reported peritonitis event. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material and process controls were within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
The peritoneal dialysis (pd) patient reported that he had drain complications and fill alarms during fill 1 of pd treatment on his liberty cycler. The patient stated that two nights ago he had a fluid leak due to a small hole on the cassette. The cycler was replaced. During a follow-up call, the pd nurse stated that the patient had a history of recurrent klebsiella peritonitis. The patient was treated with a third course antibiotics prophylactically. On (B)(6), 2011 the patient was advice to remove his pd catheter due to another incident of klebsiella peritonitis. The patient refused to begin hemodialysis treatment.